Event description:
The nurse reported to the territory manager (tm) that she recently had noticed that the company¿s known dressing on patient's right leg/foot was abnormally difficult to remove on post-operative day zero. It appeared as, to separate like stretched bubble gum, leaving adhesive on the patient¿s skin. No patient information was provided. She does not apply dressings in or she sees patients on the floor post-operatively after their surgeries. Therefore, she was not sure of or the dressing application protocols. There were no adverse, negative outcomes or injury/skin irritation that resulted from the dressing leaving residue on the skin. It was also, mentioned that she was not using the taffy pull technique for removal and so, education had provided to her on this. No photo was available at this time.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The complainant only stated that aquacel ag surgical sp dressing on post-operative patient was abnormally difficult to remove. Although aquacel ag surgical sp product is entered, the customer was unable to provide the exact icc (product reference code). Therefore, the nearest model number has been captured. E1: name of hospital: (B)(6). Role of complainant: physician assistant-certified (pa-c) based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003